Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the complete heart block did not resolve prior to the insertion of the delivery catheter system (dcs) and valve. A permanent pacemaker was not implanted. Prior to valve dislodgement, a post-implant balloon aortic valvuloplasty was not performed. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeter (mm) and the implant depth on the left coronary cusp (lcc) was 7 mm. After valve dislodgement, the implant depth on the ncc was 3 mm and the implant depth on the lcc was 7 mm. Additionally, a non-medtronic guidewire was used during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012178219); product type: 0195-heart valves; implant date (B)(6) 2024; explant date product ID d-evolutfx-2329 ((B)(4)); product type: 0195-heart valves; implant date (B)(6) 2024; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed using a 20 mm non-medtronic balloon. Following the bav, when temporary pacing was reduced, complete heart block was observed. Subsequently, the valve was inserted into the patient and deployed at a depth of 2 mm on the non-coronary cusp (ncc). Intracardiac echocardiography revealed the valve was contained within the membranous septum, but its depth was somewhat shallow. Valve was recaptured and re-deployed. Following the depth of the second deployment was too deep and the valve was recaptured again. The valve was deployed a third time at a depth of 3 mm on the ncc and fully released. Following full release of the valve, the valve position became a little deeper on the left coronary cusp side. The ascending direction was narrow, and the valve did not tilt much. Following the valve implant, the complete heart block did not return. The temporary pacing lead was re-inserted into the neck and the procedure was completed with the temporary pacemaker in place. Trivial post-operative paravalvular leak was noted. No additional adverse patient effects were reported.